Event description:
Medtronic received information that a ped pipeline stent was unable to be pushed out of the phenom catheter. Upon withdrawal it was found the front of the stent was shrunk. The patient was being treated for a saccular, unruptured aneurysm in the left vertebral artery v3 segment. The max diameter was 4.2mm and the neck diameter was 3.8mm. The distal landing zone was 2.9mm and the proximal landing zone was 3.6mm. The access vessel was the right femoral artery with a diameter was 12.1mm. The vessel tortuosity was normal. Dual antiplatelet therapy was administered. Conventional dual antiplatelet treatment for 7 days. The devices were prepared according to the instructions for use (IFU). During the deployed process of the pipeline stent, unable to continue pushing. When it was withdrawn in vitro, the front of the stent was found to be shrunk. Angiographic result post procedure was slowed down blood flow. No symptoms were reported. Additional information received reported that the resistance was in the middle of the catheter.

Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. Product analysis: equipment used: video inspection system ((B)(4)), ruler 200cm ((B)(4)), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. Visual inspection/damage location details: the proximal section of pushwire and partial braid were protruding from the hub. In addition, distal section of pushiwre was deployed from catheter distal tip. The pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The hypotube was found to be stretched. The pushwire was found to be bent at ~130.3cm and ~138.7cm from proximal end. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and moderately frayed. The phenom 27 catheter tip and marker were examined; and no damages were found. The phenom 27 catheter body was found to be kinked at ~22.0cm from the catheter hub. No flash or voids molded were observed in the hub. No damage was found with hub. No other anomalies were observed. Testing/analysis: for, further examination; the pipeline flex pushwire and braid were pushed out from the catheter without issues. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues.; however, resistance was observed at the damaged locations. The total and usable lengths of phenom catheter were measured to be within specifications. The broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex and phenom catheter were confirmed to have resistance during delivery. The pipeline flex pushwire and the phenom catheter were found to be damaged. From the damages seen on the catheter body (kinking), pipeline flex pushwire(bending/broken), pipeline flex braid (fraying) and hypotube (stretching); it is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result the wire failed via torsional overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.